Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 concurrently with a transvaginal hysterectomy, mccall¿s culdoplasty, anterior repair with avaulta graft, posterior rectocele repair with avaulta graft, cystoscopy, and bard mesh in order to treat pelvic organ prolapse, cystocele, rectocele, vaginal wall prolapse/relaxation, and stress urinary incontinence. The patient experienced pain, erosion of her internal tissues, and has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, recurrence of prolapse and/or incontinence, urinary/bowel problems, organ perforation, fistulae, recurrence, dyspareunia, neuromuscular problems, vaginal scarring, bleeding, and corrective surgery. It was reported that the patient underwent robotic assisted colposacropexy using an intepro y-sling on (B)(6) 2011 due to vaginal wall prolapse. It was reported that the patient underwent vaginal foreign body excision and posterior colporrhaphy with vaginal vault suspension on (B)(6) 2012 concurrently with implantation of elevate into patient for repair of the vaginal wall prolapse, vaginal vault repair, rectocele, and enterocele. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and bard mesh were used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.